Event description:
The customer reported that the system displayed a precharge voltage error and filament regulator error. The percharge voltage error will likely prevent the system from booting. There is no report of injury or death associated with the event description in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and returned to service.